Event description:
The customer reported via phone call that she was looking for a prescription of smaller insulin pump. Customer's blood glucose was 152 mg/dl. The customer was advised that we would ship out the replacement pump.

Manufacturer narrative:
Findings: unit received with intermittent esc and act buttons due to flattened dome switched (no creased). No cosmetic damage noted.